Manufacturer narrative:
(B)(4) date sent 4/29/2026 d4 batch # unk b3: only event year known: 2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: following stapling of the renal artery as part of a nephrectomy for donation (dva in laparoscopy), the doctor notes significant bleeding between the staples on the patient side. Unable to install a clip. Attempt to suture a thread in laparoscopy was unsuccessful. Serious non-vital damage or reversible consequences. Conversion to laparotomy, vascular surgeon call, suture of artery to crimped wire and peldgets. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Please provide a timeline of events. What is the surgeon¿s experience with the pvs device? What is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. What actions were taken to stop the initial bleeding? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unknown procedure the clip staples on the vessel but a malformation of the staples on a stapling point causes bleeding. Conversion of the procedure to laparotomy in order to make a suture for hemostasis.